Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device will not be returned to zoll for evaluation of the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 78" and "defib fault 89" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.